Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was seen in clinic with drainage from driveline site on (B)(6) 2020. Patient was afebrile and had no complaints of pain or redness at the site. A blood culture was collected and resulted with corynebacterium striatum. Patient was admitted and antibiotics course was started.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information states that patient has a history of anemia but hematocrit/hemoglobin (h/h) and began downtrending. One unit of packed red blood cells (prbc) was transfused on (B)(6) 2020 and patient improved. Patient will continue on oral iron. It also states that patient did not have an active bleed. Additional information states that the infection resolved on (B)(6) 2020, while the low h/h event resolved on (B)(6) 2020.

Event description:
Additional information states that patient developed an acute blood loss anemia event two days after implant, but subsequent hemoglobin/hematocrit (h/h) over the next two years remained within range. Patient takes ferrous sulfate intermittently and had a slight h/h downtrend on (B)(6) 2020 which required one unit packed red blood cells. (Prbc)

Manufacturer narrative:
Anemia event two days after implant is reported under MFR # 2916596-2020-03656. Updated manufacturer's investigation conclusion: an specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.